Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation at this time. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis as it remians implanted. The root cause for the calcification, stenosis, and regurgitation cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information of failing 21mm pericardial aortic valve after an implant duration of nine (9) years, eleven (11) months, and six (6) days due to calcific leaflets, severe stenosis, and severe regurgitation. A 23mm transcatheter valve was implanted via a valve-in-valve procedure using the transfemoral approach. The patient comorbidities were noted as, congestive heart failure, hypertension and diabetes mellitus. The patient was noted as being discharged. No additional information was made available.